Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer described a system lock up situation attributed to a communication failure incident. There are no reports of patient injury or death associated with this event.